Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a vibrate anomaly. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.